Manufacturer narrative:
Lot # m018411. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer has had ongoing problems removing air from the cartridge and infusion set tubing. The customer's blood glucose (bg) level had been impacted (elevated). As the reported issue had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the air bubbles. The customer was to continue to use the pump to manage diabetes and has insulin injections available if needed.